Manufacturer narrative:
Product event summary: the full lead in portions was received and analyzed. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant product(s): a 033-444 tele/cordis lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted for erosion and infection and returned to the manufacturer. Subsequently, the right atrial (ra) lead tested out of specification during the manufacturer's analysis. No further patient complications have been reported as a result of this event.